Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where the infusion set tubing was damaged. Patient reported that there was a small slit on tubing almost as if it had been cut. The infusion set was in use for approximately 2-3 hours. Patient's blood glucose value became high due to the issue and the patient took a correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.